Event description:
This lead was an attempted implant on (B)(6) 2011. The lead was not implanted due to tissue on helix. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).